Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a dissection of previous tvt (tension - free vaginal tape) + placement of obtryx tot (transobturator tape) procedure performed on (B)(6) 2017 due to stress incontinence and failed previous tvt. The procedure was completed with no complications. The patient was woken up and transferred stable to pacu (post - anesthesia care unit) without incident. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Block h6: imdrf patient code e2401 captures the reportable event of unspecified injury. Imdrf impact code f12 has been used in the light of the patient sought legal recourse for an unspecified personal injury related to the device.